Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an issue was noted on the implantable pulse generator (ipg) and no telemetry was noted. The ipg remains in use. No patient complications have been reported as a result of this event.